Event description:
Leaking at red/blue connector on (B)(4) different devices (prior to use on two different patients. The leak was found when initially connected to the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Leaking at red/blue connector on 2 different devices (prior to use on two different patients. The leak was found when initially connected to the patient.

Manufacturer narrative:
(B)(4). The device history record of batch number 74m2100579 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable.

Manufacturer narrative:
(B)(4). One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74m2100579 was received for analysis. Sample wasn't received in its original packaging. After functional inspection the o-ring (p/n (B)(6)) was reviewed and no damages were observed. The tubing with the ats connector (p/n (B)(6)) was disconnected from pe unit. One side of tubing was connected to a source of air ((B)(6) due:22-sep-23) and the other side was clamped. The ats connector was immerse into the water and no bubbles were observed that can confirmed a leak. No corrective action can be established since no problem found on sample. Customer complaint cannot be confirmed since no problem was found on sample.

Event description:
Leaking at red/blue connector on 2 different devices (prior to use on two different patients. The leak was found when initially connected to the patient.